Manufacturer narrative:
(B)(4). Medical product: unknown femoral stem; unknown acetabular cup; unknown femoral head. Event occurred in (B)(6). It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision procedure due to dislocation. During the procedure, the acetabular liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left hip revision procedure due to dislocation approximately 3 years after the second revision that occurred in 2014. The acetabular liner was removed and replaced. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.